Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead had extended on its own causing the lead to be difficult to advance. A new rv lead was successfully implanted to resolve event. The patient was stable.